Event description:
Faulty screen has dark spots. Failed pm. No error code provided. There was unknown patient involvement. The device evaluation noted a delaminated downstream occlusion seal.

Manufacturer narrative:
One device was received for evaluation. Visual inspection noted the downstream occlusion (dso) seal to be peeling. The dso seal was replaced and the dso sensor was calibrated. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.